Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent cartridge detection notifications during the load process. At the time of the call the customer had elevated blood glucose levels (288 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Customer indicated they have back up manual injections for continued insulin therapy.